Manufacturer narrative:
The customer has indicated that the product will not be returned to zimmer biomet for investigation. Inconclusive-root cause cannot be determined. Condition is addressed in the package insert. Review of device history records found this part was released to distribution with no deviations or anomalies. Review of complaint history found no additional issues reported for this part. Relayed results via email to biomet (B)(6) on (B)(6) 2014. Review of complaint history found no additional issues reported for item: 183440 lot: 942370 combination. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent vanguard knee surgery on (B)(6) 2011. Revised 1 pc tibial tray and vanguard cr curv on (B)(6) 2014 due to loosening caused by patient jumping off a truck. Replaced with vanguard 360 components.